Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right ventricular (rv) lead pacing impedance was high and out of range. The physician switched to another rv lead which was successfully implanted. There were no patient consequences throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.